Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 56% of the expected longevity.

Event description:
It was reported that at the periodic follow-up, the device elective replacement indicator had triggered and premature battery depletion was suspected. Premature battery depletion due to capacitor leakage was suspected and was reported to the physician. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 7021 competitor implantable defib lead 2008 (B)(6). (B)(4).